Event description:
It was reported that during the laparoscopic colon resection procedure, the device malfunctioned, this occurred after a short time. Another device was used to finish the procedure without any problems. There was no patient consequence.